Manufacturer narrative:
Review of manufacturing and sterilization records for involved batches did not highlight any pre-existing anomaly or non-conformity relevant to the issue. Explanted components have been discarded, therefore cannot be returned to manufacturer for analysis. Follow-up communication with the reporting source indicated that revision surgery was performed due to acute shoulder pain experienced by the patient. The surgeon elected to convert the implant from a reverse configuration to a hemiarthroplasty, considering the reverse components to be responsible for excessive tension that needed to be relieved. The surgeon reported that the explanted components were in good condition. No additional information regarding patient clinical history or bone quality condition was provided. X-rays provided by the complaint source were reviewed by an independent medical expert, who identify that an excessive degree of lateralization was chosen during original surgery, likely unnecessary for the patient based on the coracoid baseline reference. This over-lateralization is considered to have contributed to an acromial fracture, subsequently treated with osteosynthesis with plate and figure of eight k-wiring. With current revision, surgeon reduce strain on the acromion converting the reverse configuration to an hemi. Overall, the complications were deemed related to the original surgical choice of prosthesis configuration, with no evidence of implant-related malfunction. Therefore, taking into account that: - no anomalies have been identified in device history records; - no further complaints have been reported on involved lot; - explanted components were in good condition; - medical expert confirmed a surgical error related to an extreme lateralization; the event is most likely related to an inappropriate original surgical choice rather than a product problem. Based on the available pms data, the revision rate of prima glenospheres, belonging to family product codes 1974.09.xxx, 1976.09.xxx due to pain, is around (B)(4). According to the investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event. Note: this is a combined initial-final MDR.

Event description:
Revision surgery was performed on (B)(6) 2026. During the procedure, the reverse shoulder configuration was converted to a hemiarthroplasty. Previous surgery occurred on (B)(6) 2025, when following components were implanted: - prima short stem #4 (pn 1357.14.034, lot. 2505858, ster. (B)(4)); - prima reverse tray #short (pn 1367.15.010, lot. 2502958, ster. (B)(4)); - prima rev.insert #short d.40mm (pn 1367.54.200, lot. 24at4rl, ster. (B)(4)); - prima glenosphere d.40 mm (pn 1974.09.040, lot. 2503033, ster. (B)(4)); - connector w.screw high lat.9mm (pn 1974.15.304, lot. 2430830, ster. (B)(4)); - baseplate d.25mm regular (pn 1975.14.500, lot. 2507196, ster. (B)(4)); - centr.cort.screw d.5 - l.25 mm (pn 1975.15.025, lot. 2426769, ster. (B)(4)); - locking cap (x4) (pn 1975.15.594, lot. 2500982, ster. (B)(4)). Most of the pre-existing components were explanted in order to perform the conversion from reverse shoulder arthroplasty to hemiarthroplasty. The final construct consisted of: - originally implanted prima short stem #4 (pn 1357.14.034, lot. 2505858, ster. (B)(4)); - new humeral head dia. 50mm h.21mm (pn 1324.09.501); - new prima neutral adaptor with screw (pn 1367.15.700). Surgery has been completed as intended. Patient is male, date of birth (B)(6) 1962. Event occurred in the united states.